Manufacturer narrative:
As part of the investigation, a field service engineer (fse) was sent onsite to find out the reprocessing practice of the facility staff. Preliminary interview noted that the facility staff stated cleaning was done according to the procedure. Further communication with the facility staff determined that there were missing steps from the staff reprocessing method. In addition, it was determined that due to the recent change of the cleaning staff at the facility, it has been pointed out that the handling may be inadequate due to the lack of experience of the staff. Field service engineer noted the facility staff when washing the bedside, without removing the balloon, aspirated the washing solution only for 30 seconds in the balloon channel (only the water inside the balloon was aspirated). The balloon was removed when working at the sink. The forceps channel cleaning fluid was not aspirated . Balloon channel water supply not performed with air/water supply button (confused with general-purpose scope). Aw channel cleaning adapter sent for 10 seconds instead of 30 seconds. Additionally, the facility cds process list includes preliminary cleaning. The bedside cleaning/ preliminary cleaning/ disinfection with the washing machine noted carried out without any problems. Cleaning solution used was noted to be "end fresh a. Fse noted a correct reprocessing method was explained to the facility staff, noted will hold another study session in the future. The subject device was received and was evaluated at olympus service business center . Evaluation noted that after checking the appearance, it was confirmed that the ultrasonic probe was discolored. The device forceps mouth found dirty. It was noted , no like blood dripped from the tip of the scope was found. No other abnormalities found other than the dirty forceps and discolored ultrasonic probe. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, "when the facility staff checked the device before using , it was confirmed that something like blood was dripping from the tip of the scope. The scope was stored in the scope storage after being reprocessed. The use of the scope was discontinued, and the inspection was completed using another scope". The issue found at preparation for use. The intended diagnostic endoscopic ultrasound (eus) procedure was completed using a similar device. There was no patient harm, no injury reported due to the event. No user injury reported. There is no patient infection associated on this reported event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be determined as olympus was unable to identify which tubes the blood-like substance was dripping from. The event likely occurred due to insufficient reprocessing. The event can be detected/prevented by following the below chapter found in the instructions for use: instruction manual chapter 7 cleaning, disinfection and sterilization procedure 7.3 bedside cleaning. Instruction manual chapter 3 preparation and inspection 3.6 inspection of combination function with related equipment inspection of air supply function. Instruction manual chapter 7 cleaning, disinfection and sterilization procedures if heavily soiled or if cleaning could not be done immediately after each case. Olympus will continue to monitor field performance for this device.